Manufacturer narrative:
Title: bridged one-anastomosis gastric bypass: technique and preliminary results source: surgery today (2021) 51:1371¿1378. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent one-anastomosis gastric bypass surgery between september 2018 and november 2020. A 45 mm purple reload was used to transect the stomach and to perform the gastrojejunal anastomosis. There were 44 patients in the study and postoperative complications included: anastomotic stenosis, staple line hematoma and anastomotic ulcer. Endoscopic intervention was required for stenosis and the hematoma. The patient with the ulcer was readmitted and treated with medication.